Manufacturer narrative:
Siemens has completed the investigation: based on the investigation presented in this report, it can be concluded that the instrument and the co-oximetry in the mcart sn (B)(6) of rp500e sn (B)(6) were working as intended in and around the time of the reported discrepant result was generated. Based on the sensors' slope, calibration stability, and recovery of aqc, the rp500e generated results on the date of the event, 09/10, appear valid. The customer has confirmed that patient ID: (B)(6) was performed on (B)(6) 2021 at 12:23 am. The escalated sample tested on rp500e on (B)(6) 2021 at 12:23 am did not match the 'rp500e.png' snapshot results provided by customer. Due to the information provided not correlating with the instrument log, a root-cause for the alleged discrepant thb result on the rp500e sn (B)(6) could not be determined. The rp500e sn 44015 is performing as intended and is operational.

Manufacturer narrative:
The paz files and the cx files have been provided for investigation. The customer stated that the rp 500 is operational. The cause of the event is unknown.

Event description:
The customer reported a discrepant total hemoglobin result for one patient on the rp 500 s/n (B)(4) when compared to a non-siemens lab instrument. There is no report of injury due to this event.